Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus korea and the fact that the subject device was manufactured in 2019, it was unlikely to occur the damage from the aging deterioration, omsc presumed there was the possibility this phenomenon was attributed to applying the excessive force to the part where was peeled off. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was peeled off more than 1mm2 due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned from the user because the insertion tube of the subject device got the heavy dent. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.